Manufacturer narrative:
An event of polyester material protruded off the occluder was reported. No threads were seen protruding from the device when analyzed at abbott. The sewing knots that are seen above the nitinol wires are considered a normal and acceptable characteristic of the occluder and are a result of the manufacturing process. Image from the field appeared to show an occluder having sewing knot protruding from sides of the rim was on the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information the root cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 26mm amplatzer septal occluder was selected for an implant. There was significant pieces of threads shown on the sides of the rim device . Per the physician, the device was not manipulated when the exposed thread was noted. However the image provided showed a blood stained on the device. The 26mm device had threads that the physician was not comfortable using. A newer 26mm amplatzer septal occluder was used and the procedure went on smoothly with no adverse or delayed effect. Patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.